Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit. The cse then ran quality control (qc), which passed. The customer has not seen a similar occurrence. The cause of the discordant, falsely elevated vitamin d result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vitamin d (vitd) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The same sample was repeated on the same advia centaur xp instrument and repeated on an alternate advia centaur xp instrument. The repeats resulted lower. The repeat result from the same instrument was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d result.